Manufacturer narrative:
As reported by the legal team, a patient underwent placement of the optease vena cava filter on or about (B)(6) 2015. Upon information and belief, the device subsequently malfunctioned by, migrating, tilting and perforation the vena cava, and by being thrombogenic. Plaintiff then underwent several failed medical procedures to retrieve the defective device, including one on or about (B)(6) 2015. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis within the filter does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without images or procedural films for review, the reported filter migration and retrieval difficulty could not be confirmed. The reported event notes implantation of the filter on or about (B)(6) 2015 with an attempted retrieval on (B)(6) 2015. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. The timing and mechanism of the reported tilt and migration are unknown at this time. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, plaintiff underwent placement of the optease tm vena cava filter (referred to as ¿filter¿, ¿device¿ or ¿product¿ hereinafter) on or about (B)(6) 2015 at (B)(6). (B)(6) m.d., was responsible for providing informed consent and placing the device. Upon information and belief, the device subsequently malfunctioned by, migrating, tilting and perforation the vena cava, and by being thrombogenic. Plaintiff then underwent several failed medical procedures to retrieve the defective device, including one by (B)(6) m.d. On or about (B)(6) 2015.